Event description:
The manufacturer received voluntary medwatch (mw5104473) alleging an issue related to a bi-level positive airway pressure (bipap) device. The manufacturer received information alleging treatment of inhalant steroids nasocort and also topical antibiotics and bandage for the rashes on the nose. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously received voluntary medwatch (mw5104473) alleging an issue related to a bi-level positive airway pressure (bipap) device. The manufacturer received information alleging treatment of inhalant steroids nasocort and also topical antibiotics and bandage for the rashes on the nose.

Manufacturer narrative:
The manufacturer previously received voluntary medwatch (mw5104473) alleging an issue related to a bi-level positive airway pressure (bipap) device. The manufacturer received information alleging treatment of inhalant steroids nasocort and also topical antibiotics and bandage for the rashes on the nose. Initially this issue was reported in b1 as an adverse event and product problem. Based on information available at the time of this review, there is insufficient evidence to pronounce these events as serious injury, as defined in 21 cfr 803.3(w). There was no allegation stated that the device failed to deliver therapy as designed or any indication of a malfunction.